Event description:
Hcp reported pt was losing spasticity control over the past month prior to device explant. "Break, tear, hole" in catheter reported. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.